Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, pre-operatively, the product was opened, after flushing the catheter, the customer said they tried to insert the vena trac stylet into the arterial port of the catheter so they could do the procedure. However, they could not get it to advance to the end of the catheter. They said it was like something was blocking the stylet. It was stated that the occlusion was not due to thrombosis because the catheter never touched the patient. There was nothing unusual observed on the device prior to use. There were no other products utilized with the device. There was no excessive force used on the device. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. There was no leak. The tego was not utilized. There was no luer adapter issue. The catheter was not repaired. Since they couldn¿t insert the vena trac stylet into the arterial side of the catheter, as a remedial action, they replaced it and used another catheter, and the procedure was completed. There was no blood transfusion required. There was no medical intervention/treatment done to the patient as a result of the event. The patient was alive. There was no reported patient injury.

Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one catheter with a stylet that had been inserted through its venous extension line. Additionally, a separate stylet was returned with the catheter. There were no abnormalities detected with the returned device. Resistance was felt when the additional stylet was passed through the arterial port, as it approached the y-hub. However, engineering evaluation found no occlusion in the y-hub. It was reported that the device was occluded. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.